Event description:
Tech alleged that head of the bed would not go up. No alleged injury was reported.

Manufacturer narrative:
Tech found the cause to be worn seals on the valves for the manual cardiopulmonary resuscitation and the hi/low up. Tech replaced the valve guide tube for the hi/low up and the manual cardiopulmonary resuscitation valve to resolve the issue.